Event description:
It was reported that the right atrial (ra) lead exhibited intermittent ra undersensing with sinus tachycardia. At this time, the lead remains in service, and no adverse patient effects were reported.